Manufacturer narrative:
Correction information was provided in h.6. On initial medical device report (MDR) the FDA product problem codes of b17 was submitted. It should have been b20. Additional information has been provided in h.3., h.6., and h.11. The product was not returned. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Associated products were not provided. The product investigation could not identify a root cause for the reported complaint. The lens remains implanted. The reporter was the patient. The issue was indicated to be bilateral. The physician was investigating the occurrence of deposits on the iols (intraocular lens) and believes that they are not related to the lens or the material, but to the patient's pre-existing condition. The patient had prior corneal transplants due to fuchs¿ dystrophy. Information was provided that the patient will return for an appointment in august 2025. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the lens which was implanted in right eye was more opaque and patient had difficulty to see near. Patient stated she was in contact with the physician and he was investigating the occurrence of deposits on the iol and believed that they are not related to the lens or the material, but to the patients pre-existing condition. Additional information has been requested.